Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next control solution with lot # 0bv2g56 for evaluation. No test strips were returned. The returned control solution expired on (B)(6) 2021. Therefore, the returned meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 0bv2g64, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control tests.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured, as the customer's weight was not provided.

Event description:
The customer reported that he ran control tests on the contour next one meter and obtained readings of 192 mg/dl at 3:27 p.m. And 201 mg/dl at 4:03 p.m. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. During the call, three additional control tests were run, which were properly marked as control tests. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.